Event description:
It was reported by the affiliate that during a mammotome breast biopsy procedure, the probe could not be connected to the equipment. A damaged probe error message was displayed. A second like device was used to complete the case.